Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 19805536. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 19540838. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 19805536. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.